Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to unlock the account. A technical service engineer troubleshooted and found that it was unable to login due to invalid credentials. So, they were assisted to unlock the account and no further issues were found. The system functioned as intended. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure.

Event description:
It was reported by the customer that a pyxis medstation es system had a software issue which users can't authenticate via the active directory. The customer reported they were able to get medication, but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.